Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer had a no delivery alarm on her insulin pump. The customer's blood glucose level was 300 mg/dl. Customer stated that she changed the infusion set and reservoir but still received a no delivery alarm. Customer stated that she treated with a bolus. Customer was assisted with performing a 5.0 u fixed prime. Customer stated that the insulin did exit. Customer stated a couple of drops existed, but there were no air bubbles. Customer was able to remove the set and examine the cannula. It was explained that it may be a possible site related issue possibly due to a bent cannula or site/set occlusion. Customer declined to troubleshoot for high blood glucose level and bent cannula. Replacement sets and reservoirs will be sent. No additional info provided.